Event description:
Patient not well 15 min. Prior to end of treatment patient found to be 1.5 kg under dry weight. Machine alarming "reverse tmp" the previous hr. Of treatment. Patient hypovolamic with raised blood pressure of 220/126. Patient complained of chest pain. Patient received oxygen and at least 1000cc saline. UK tech found no problem with machine.